Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked zebra connector at lcd board. Insulin pump had broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.

Event description:
It was reported that the customer could not see a line of text on the screen of his insulin pump. The customer's blood glucose was unknown. Troubleshooting for a partial display was done. The customer received a failed battery test alarm after removing the battery and placing it back in. The customer stated that there was a black line across the middle of the screen. The customer stated the insulin was dropped and bumped. Advised that the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instructions. Advised customer that a replacement insulin pump would be sent. Nothing further reported.